Event description:
It was reported that the lower left quarter of the pump touch screen was black and that there were "lines" across the rest of the screen. Additionally, it was reported that a cartridge alarm 20 occurred during pump basal delivery. Customer¿s blood glucose level was approximately 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H6: add medical device - problem code 1503.